Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent ventral hernia procedure on (B)(6) 2018 and absorbable straps were used. The healthcare professional found both the internal and external packaging had a puncture through the middle. The device was not used on the patient. Procedure was completed with another device of the same product code. There were no adverse patient consequences reported.

Manufacturer narrative:
Pc-(B)(4). The analysis results found that a stra25 device was returned outside its original package. Only the foil was returned for analysis. Upon visual inspection, it was observed that the foil was damaged; that means sterile barrier was compromised, it was noted to have a tear in each side where the handles are located and were noted from outside in. The device was inspected and it has several cracks on the handles. Due to the damages found on the packaging and the device, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event.